Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3387-40, lot# j0527121v, implanted: (B)(6) 2005, product type: lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3387s-40, lot# v006354, implanted: (B)(6) 2006, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was later reported a recharge interval was estimated on the longevity calculator. Manufacturing representative inquired about recharge interval of a rechargeable device that would replace the primary cell with the impedance issue previously mentioned, 123 ohms for therapy impedance. Calculation indicated 6.25 on the calculator and 6.6 wingevity, if another hemisphere was added at 1000 ohms it would be about 6 days. The device was 90% exhausted. Impedance values for other contacts were unknown beyond the therapy impedance at 123 ohms. It was later reported that there was a change out from the primary cell device to another primary cell. The impedance of the primary cell device was 128.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3387-40, lot# j0527121v, implanted: (B)(6) 2005, product type: lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3387s-40, lot# v006354, implanted: (B)(6) 2006, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician.

Event description:
It was reported that there were low, out of range impedances. It was noted that the patient fell in (B)(6) 2013. Therapy impedance before fall was 1058 ohms, 58ua and was 123 ohms, 372 ua after the fall. It was noted that other than the short circuit the patient was getting a good therapeutic response. It was noted that the patient may not be a lead replacement candidate. The device was at elective replacement indicator (eri). Manufacturing representative was meeting with the patient and healthcare professional on the date of this report. Additional information received reported the patient was scheduled for surgical evaluation of (B)(6) 2014.